Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, as the knot pusher was being advanced, resistance was felt as though it was already on the vessel wall. The non-rail suture was pulled to tighten the knot but unfortunately the knot was not on the vessel wall and therefore unable to close the puncture. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was reported clinically significant delay in the procedure or therapy. It was further reported that the puncture bled into the patient¿s leg overnight and patient was moved to intensive care unit and hospitalization was extended. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported knot advancement issue could not be replicated in a testing environment as the suture with the knot was not returned and it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.